Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, enlarged left atrium (la) and widened ring, thin leaflets, and tethered posterior mitral leaflet (pml). A mitraclip xtw (41107r1086) was inserted and advanced to the mitral valve. However, difficulties visualizing the clip occurred, and the clip became caught in anterior chordae. Troubleshooting was performed. However, the clip was unable to be freed. The clip was deployed where it was stuck, on both leaflets with chordae. A second clip, a mitraclip xtw (41107r1096) was inserted, and grasping was performed. However, difficulties visualizing the clip, difficulties grasping, difficulties capturing the clip occurred, and a rupture on the anterior mitral leaflet (aml) was observed. Therefore, the clip was removed from the patient and the procedure was discontinued. The mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported positioning failure associated with leaflet grasping and capture appears to be related to patient conditions (enlarged left atrium and widened ring, thin leaflets and tethered posterior mitral leaflet) and procedural conditions (imaging difficulties). Image resolution poor is related to patient and procedural conditions as difficulties visualizing the clip occurred due to enlarged la making imaging challenging. Unspecified tissue injury (anterior leaflet rupture) resulting in unchanged mr appears to be related to procedural conditions associated with grasping and capturing the leaflets. Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.